Manufacturer narrative:
Date of report : 14jun2019, date rec¿d by MFR : 17may2019. Touchscreen assembly was returned for evaluation. Severe damage and broken glass was found during visual inspection. Touchscreen failure was not confirmed during testing. Failure was caused by damage to the touchscreen assembly in shipping. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 05mar2019. The customer replaced the touchscreen to resolve the alleged issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not working. There was no patient or user harm reported. The event date was not specified; estimate used.